Manufacturer narrative:
Supplemental submitted to correct information contained within the initial report. The inaccurate erratic readings provided within the original event description are incorrect. "295, 450, 522 and 540 mg/dl" should read "476, 450, 522 and 540 mg/dl." Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. As such as there is no evidence that the device malfunctioned based on the comparison provided. The classification of the original 3500a as an adverse event remains unchanged. Should only read as an adverse event. An additional inaccurate erratic comparison was also provided. The patient claimed obtaining blood glucose readings of ¿295 and 332 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation.   The patient stated that the alleged meter issue began on the night of (B)(6) 2016. The patient manages her diabetes through diet, metformin 500mg morning and night and 20 units nortus 70/30 taken in the morning. The reporter claimed obtaining blood glucose readings of "295, 450, 522 and 540 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient denied taking any action regarding her usual diabetes management regimen in response to the erratic results. At an unknown time after the meter issue began, the patient developed the symptoms of "dizziness", "nausea" and "headache". At an unknown time later that same night the patient received treatment for these symptoms in an emergency room; she received 20 units of insulin. At an unknown time during her visit to the emergency room her blood glucose levels were measured on a hospital device, with a reading of "240 mg/dl".   During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that samples were taken from the correct sample site. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
Supplemental submitted to correct information omitted in initial and previous supplemental. An additional inaccurate high vs feelings comparison was also provided. The patient alleged obtaining inaccurate high results of "476, 450, 522 and 540 mg/dl" compared to their feelings. Lifescan does not consider this to be a valid comparison.